Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted using the sheath with the sideport via the pt's femoral artery. According to the rn, right after insertion, the iab ruptured. The iab was removed and replaced using the same insertion site. Additional information received on (B)(6) 2012 from the sales representative stated that the event involved a female pt. The md prepped the iab per the instructions for use (IFU). The iab was inserted via a sheath into the right femoral artery. Almost immediately after the iab insertion, blood was noticed in the helium supply line. As a result, the md removed the iab and the sheath as one unit keeping the spring wire guide in place. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. The delay was for 2-3 minutes. The pump did alarm however, no one in on the case remembers the specific alarm. The pt outcome is list as pt sent to the intensive care unit (ICU).